Event description:
Procedure: lap gastric sleeve resection. According to reporter: endo gia was being used with purple 60 mm tristaple reload (third reload used in operation). Reload was fired, advanced one third of the length, stopped and could not be advanced further. The instrument was removed from patient and a new handle and reload were opened and used with no problems. No significant blood or tissue loss or increased time was recorded. Reload sn was recorded but not handle. Both handle and reload to be returned for investigation. The lot number for the egiaustnd was not obtainable. There was no proper staple formation and no reinforcement material used in conjunction with the stapling device. The patient age, weight, gender was not given. Only significant unanticipated tissue loss was mentioned. There was no tissue damage as a result of this problem? There was no blood loss of 500cc or more due to the product problem. Only significant blood was mentioned reported. No blood transfusion. Only significant surgical time extended by more than 30 minutes due to the product problem was mentioned. What is the current patient status? Fine. Additional information --- just for clarification it is listed that there was not proper staple formation. Is this correct? If there was not proper staple formation, was the tissue resected and re-stapled? Correct- apologies that this was omitted. The amount of tissue resected was considered minimal (around 5mm x 45mm) by the surgeon.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Product ID: egia60amt product, description: egia 60 articulating med/thick sulu product lot number: n4f0075kx.